Manufacturer narrative:
Insulin pump had unresponsive act and down buttons due to unlocked component/lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive buttons. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that there was a keypad issue with the down button. The button was not responsive. Customer's blood glucose was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.